Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3 and h6. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received. As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) came out of the body after it was deployed. Therefore, the product wasn't available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) procedure. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 6f non-cordis sheath was used. There was no visible damage to the sheath or distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The sealant was deployed partially out of the skin. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated and button #2 was fully depressed. There was no resistance noted during use of the device. There were no anticoagulants, antiplatelets or any thrombolytics used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instructions for use (IFU). Additional information was requested but not provided. A non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection showed that buttons 1 and 2 were fully depressed. The stopcock was in the open position with a syringe attached to the unit, and a cordis sheath was inserted on the unit. The sealant was no longer in its manufactured position due to the activation of the deployment system (button 1 was fully depressed). The balloon was fully retracted as expected with the full depression of button 2. Therefore, no abnormal conditions were observed. No functional test could be performed as the unit was already fully deployed. Nevertheless, the conditions of the received device are aligned with the expected result of a deployment execution, where the sealant was no longer in its manufactured position and the balloon was fully retracted. The reported event of ¿sealant-inaccurate placement-partial¿ was not observed through analysis of the returned device as it was received fully deployed without the sealant included and due to the nature of the complaint. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant deploying partially out of the skin, especially since both buttons were fully depressed with no anomalies noted. However, procedural/handling factors (such as not maintaining fingertip compression during removal) are possible. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control IFU, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6/7f mynx control vascular closure device (vcd) came out of the body after it was deployed. Therefore, the product wasn't available and manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci) procedure. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. A 6f non-cordis sheath was used. There was no visible damage to the sheath or distal end of the sheath after removal. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no vessel tortuosity. The sealant was deployed partially out of the skin. There was no shallow vessel depth. Button #1 was fully depressed, the balloon was fully deflated and button #2 was fully depressed. There was no resistance noted during use of the device. There were no anticoagulants, antiplatelets or any thrombolytics used. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepared and used in accordance with the instructions for use (IFU). Additional information was requested but not provided. The device will be returned for evaluation.